Event description:
Boston scientific received information that during a routine follow-up, high out of range shock impedance measurements were detected on the device and right ventricular (rv) lead. As a result, the rv lead and device were explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed calcified body fluid (calcification) covering over most of distal shocking coil. Depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected. The lead passed continuity testing which verified the electrical performance.